Event description:
It was reported that the patient had an inappropriate shock due to a fast intrinsic rate, a fast ventricular tachycardia. The event rate was close to the device's programmed rate cut-off. Technical services discussed reprogramming the rate cut off when the patient comes back. There were no additional adverse patient effects. The system remains implanted.